Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient went into the dentist for dental x-rays "last week sometime." Also last week, they couldn't make adjustments. They further said that they can decrease stimulation, but they can't increase. It was suspected that they didn't have stimulation on, and when the patient synched to their ins, the patient confirmed stimulation was off and they were at 1.2v. Stimulation was turned on successfully and they report feeling stimulation. It was reviewed that if the patient has a procedure or medical test, they should call into the manufacturing company so guidance can be given to avoid any interference. No patient symptoms and no further complications have been reported as a result of this event. No patient symptoms and no further complications have been reported as a result of this event.